Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for gi bleeding on (B)(6) 2014. The patient was reportedly asymptomatic. The patient¿s coumadin had been held for 4 days and their inr was 1.7. The patient's hemoglobin had dropped from 8.0 g/dl to 6.6 g/dl. The patient was transfused with 3 units of packed red blood cells (prbc) and treated with octreotide. An esophagogastroduodenoscopy was negative. On (B)(6) 2014, the patient had melena and was given 2 units of prbcs. A double balloon enteroscopy revealed a bleeding site in the terminal ileum that was clipped. On (B)(6) 2014, the patient was resumed on a regular diet, the hemoglobin level stabilized, and coumadin was restarted. The patient was discharged on (B)(6) 2014. The patient is receiving outpatient octreotide injections. There were no further instances of bleeding reported.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 1 month. A correlation between the device and the reported gi bleeding could not be determined through this evaluation. The patient remains ongoing on lvad support. The instructions for use lists bleeding as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.